Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The pump was visually inspected and function testing was performed. The reported issue was unable to be duplicated. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the returned pump. The software was installed as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump was not retaining program 748459. There were no reported adverse events.